Manufacturer narrative:
E1: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the blower was revving too much. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The bench service engineer (bse) evaluated the device at a bench service center and observed the blower revving. It was determined that a replacement blower assembly would be required. This investigation is ongoing.

Manufacturer narrative:
The customer declined service and repair to resolve the issue. In a good faith effort (gfe) response received on 23apr2025 from the resource planner coordinator, it was confirmed that the customer had declined service and repair, and no further service was pending. The device will be returned to the customer unrepaired. Philips is unable to confirm the final disposition of the device due to the rejection of additional service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.